Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "patient suffered an intracapsular bilateral rupture of the breast implants.¿ the status of the device is unknown. Patient had reconstruction surgery post mastectomy. This record relates to the left side.